Event description:
It was reported, the iab was inserted without difficulty in 2006. The patient was transferred by helicopter to the clinique dubois for cardiac surgery intervention. Two days later, some blood appeared in the helium tubing. The patient was noted to be agitated. The iab was withdrawn percutaneously. The blood clot, at the leak level was friable which allowed the withdrawl of the iab without resistance. A re-insertion was not required. There were no associated patient complications.

Manufacturer narrative:
We are not expecting the product to be returned. A follow-up report will be filed if more information becomes available.